Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) there was difficulty finding adequate sensing and threshold measurements and there was a period of asystole. After 14 positioning attempts, a high septal position was accepted. Since implant, the pacing thresholds have risen and are high and the device longevity is a concern. The outputs on the device were reprogrammed to accommodate the increased thresholds and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.